Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that console shut down during the surgery. It was further reported that in the beginning, the console was functioning and monitored. The doctor then noticed the monitor had no image (black out) when he took the scope out from the sheath and inserted it again, as he needed to wipe it as it was moistured after insertion of the trocal watching the monitor. All the devices were checked and found that the console shut down (all the led/lamps/indicators on the front panel were blacked out). The called the sales rep and technical center for a backup device but it would take more than 1 hour, so the doctor explained it to the patient's family and performed an open surgery.